Manufacturer narrative:
(B)(4). Concomitant products: guide wire: route; guide catheter: 6f launcher. (B)(4) - incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure for treatment of a 90% de novo stenosis in the non-tortuous, mildly calcified, proximal-mid left anterior descending artery, pre-dilatation was performed using a non-abbott 2.0x15 balloon. A 2.25x28 rx xience prime stent delivery system (sds) was advanced and negative pressure was applied at the target lesion. The stent balloon was pressurized to 6 atmospheres (atms). When the balloon was pressurized a second time to 6 atms, either the balloon ruptured or a tear in the shaft occurred. The sds was withdrawn from the anatomy and the stent was further dilated using a 2.25x15 nc trek balloon. Intravascular ultrasound was performed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed; however, the tear in the shaft was not confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: attach an inflation device / syringe to the stopcoack; attach it to the inflation port of the product. Open the stopcock to the delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled.